Event description:
This is a case, which was reported to baxter from a staff nurse states that during priming the homechoice machine, a leak was noticed in the patient line of the cassette. There was no patient involved.

Manufacturer narrative:
(B)(4). The complaint for leak is confirmed due to the visual inspection performed in the sample evaluation; there was a cut or hole in the patient line tubing as well as a constant leak where the hole was in the patient line. The tubing was damaged all the way through. This confirms the complaint for leak. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The samplee has been received, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.